Manufacturer narrative:
According to the field, the rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and low amplitude r-waves. Surgical intervention was performed and the physician attempted to reposition the rv lead without success. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.